Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported when the drainage bag was full and changed, the drainage tube was found to be leaking. The drainage system was removed and there was no injury to the patient.

Manufacturer narrative:
The device did not meet the requirements for leak testing or patency due to the cut in the tubing and the damage to the patient line luer-to-tubing connection. It is unknown how or when this damage occurred. All edms devices are 100% leak tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.